Manufacturer narrative:
The blood pressure monitor associatedd with this report was returned, however, testing has yet to be completed. Once testing is completed, a supplemental report will be filed to document the results of the investigation.

Event description:
Member reported that their livongo blood pressure monitor was readding 40mmhg higher than a simultaneous reading using a sphyggmomanometer and stethoscope taken by their doctor.